Manufacturer narrative:
Analysis of the lead lot number va0weln, reveals no significant anomaly. All impedances were less than 1,000 ohms during analysis impedance test check.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that when the implantable neurostimulator (ins) was connected to the lead and tested at the end of the case, impedance showed on every combination except those associated with case +. The lead was not grasped by any objects other than the surgeons findings during the case and was handled per protocol. The lead and ins were disconnected, cleaned, and checked four times intra-operatively to see if the issue could be rectified. Each time the impedance was exhibited on all combinations except those involving case +. The lead tested fine during the advanced test with "j node." When the lead was connected and checked intra-operatively, all but case + were greater than 4000 ohms. To resolve the issue, the surgeon decided to replace with a new lead. At the time of interrogation, all of the connections were clear. The issue was resolved at the time of the report. There was no patient injury and they recovered without sequela. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.